Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was getting an MRI for their back. After reviewing turning stimulation on after accessing MRI more the patient confirmed that they are seeing the stimulation on icon, but stated that they are waiting to feel it and was certain that it would come back in a minute. No further complications were reported or anticipated.